Event description:
On (B)(6) , 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying an error 5 message. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013, (at 7:30am). The patient manages her diabetes with lantus and novolog (2 units); however, the patient denied taking any action in response to the alleged meter issue. According to the csr¿s documentation, approximately 15 minutes after the alleged meter issue occurred, the patient reportedly developed symptoms of shaking, sweating, and could not see; the patient reportedly was treated (by a non-health care professional) with an increased dose of novolog (4units) and lantus (dosage not specified) at an unspecified time that morning. The patient¿s last blood glucose result prior to the start of the alleged issue is not known and it is not specified when the patient¿s reported blood glucose symptoms abated. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time, the patient was using the proper testing procedure (per owner¿s booklet recommendation), and the test strip complete drew in the patient¿s blood sample; however, the alleged meter issue remains unresolved. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.